Event description:
Patient was undergoing an MRI scan. Arms were at the patient's side with skin to skin contact. Patient squeezed alert ball several minutes into the exam complaining of feeling hot. Patient agreed to continue the exam, but squeezed the ball again a minute later and asked to stop because he felt like he was burning. Technologist stopped the scan, and discovered redness at distal forearms and at sides of body where skin to skin contact existed. Burns appeared to be minor: redness to skin only. Exam was aborted.